Manufacturer narrative:
The subject device was sent to regional repair center olympus france (rrc-ofr) for inspection and repair. Device evaluation is in progress and final evaluation results has not yet been finalized. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "aw or aspiration problem." The issue found during an unknown event. There was no patient harm, no user injury reported device initial evaluation noted air/water (a/w) channel potentially clogged by foreign material due to buckling of the nozzle/channel. This report is being submitted for a/w channel potentially clogged with foreign material due to buckling of the nozzle/channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based upon the results of evaluation, the following was noted: - the air/water (a/w) channel was clogged by foreign material. - neither air nor water at the output of the endoscope was observed due to a clog of the a/w channel. - the light guide (lg) tube was wrinkled. - the distal cover was slightly dented. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the material that was clogged in the nozzle. There was no evidence of obvious misuse. A further cause of the suggested phenomenon could not be determined. Olympus will continue to monitor field performance for this device.